Event description:
It was reported that during a rotator cuff procedure, the inserter shaft snapped and fell into the patient. Piece was retrieved from the patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72203983 healicoil pk 5.5mm product returned. The complaint stated: ¿the inserter shaft snapped and fell into the patient.¿ there was no ultrabraid, ultratape or anchor returned. The only return was the inserter, which was separated into two pieces. The weld was broken. The shaft diameter has been slightly flared where the tip joins. This condition is caused by torque. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation, and also if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. As an additional safe measure an engineering study has been generated to further investigate this failure mode. Complaints for this mode are being monitored. At this time, no root cause associated with the manufacture of this device was confirmed.